Manufacturer narrative:
Literature citaton: m. Arai, y. Kawaguchi, t. Yasuda, s. Seki, k. Suzuki, t. Hirokawa and t. Kimura "balloon kyphoplasty: the present condition and problems ¿ the review of reports during the past five years in japan". Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
In this article, authors presented their review of past bkp literatures published from 2012 to 2015, and bkp were performed on 1,403 patients (2012: 43, 2013: 535, 2014: 447, 2015: 388). Post-op complication: cement leakage (9.6%).